Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing low glucose alarms with freestyle librelink application. Per the compatibility guide, use of the samsung galaxy a55 5g phone is not compatible with the reported application. This guide is available to the user on the websites where the product is launched. As the compatibility guide is provided to the customer and the incompatible configurations were used, therefore this complaint is not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibilty issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system 14, application version 2.11.2.11107. Due to the reported issue, the customer reported they did not receive a low glucose alarm and experienced weakness and was unable to self-treat. The customer has received treatment with glucose injection by the non-healthcare professional. There was no report of death or permanent impairment associated with this event.